Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Brand name, common device name, manufacturer name, city and state: this report is for one (1) listerine sensitivity zero alcohol mouthrinse fresh mint unspecified USA not applicable lsszamusunsp lsszamusunsp, lot number ni. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: social media case. Device evaluated by MFR/device manufacture date: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Health effect clinical code: e2339 also refers to consumer alleged about "disintegrated the skin in mouth and created multiple open sores in mouth" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with the unspecified listerine sensitivity zero alcohol mouthrinse fresh mint. Consumer alleged that the product disintegrated the skin and created multiple open sores in the consumer¿s mouth. Consumer visited the dentist and was told never to use again and was prescribed medication to help heal the sores. The consumer suffered for three weeks.